Manufacturer narrative:
Additional information: d4- lot #. Corrected information: d4- UDI. Internal complaint number: complaint- (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the prometra ii pump had multiple volume discrepancies. The pump was subsequently explanted."

Manufacturer narrative:
Internal complaint number: complaint: (B)(4). Pump was returned due to "volume discrepancies". An investigation showed that the pump primed and flowed within specification. Flowonix CAPA 00030 has been issued to address pumps that are returned for volume discrepancies and the associated returned product investigations result in no product issues being identified. Flowonix has opened CAPA: (B)(4), which is currently in the implementation state, to address pump not working properly, under infusion - non product, issues.